Event description:
It was reported that the patient experienced bradycardia. The implantable pulse generator (ipg) exhibited pacing below the lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.